Event description:
It was reported that the atrial lead exhibited intermittent high impedance and a sensing anomaly. The device was programmed to vvi mode and the atrial lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.